Event description:
The user facility reported that a hose separated from the system 1e processor, causing some water on the floor in the sterile core processing room where the system was located. Facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris technician inspected the unit and noted the hose partially separated from the 90 degree factory crimped fitting had separated at the big blue connection. Technician tested the unit running a diagnostic and processing cycle and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).